Event description:
Device complications: detachment from source, time of complication: prior to use, symptoms: none. Prior to use in the anatomy, while removing the catheter from the hoop-holder, the catheter tip became detached. The tip was not flush to the catheter. There was no reported injury and no additional information available.